Event description:
It was reported the patient was feeling intermittent stimulation. The patient had been unable to adjust the stimulation. The status lights were assessed on the programmer. The ipg light was blinking. The patient reportedly was scheduled to see their physician in two weeks. Additional information has been requested, but was not available on the date of this report.